Manufacturer narrative:
The device has not been returned; therefore a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The october 2007, 19 - month rx biliary product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted. Bsc reference:(B)(4).

Event description:
A wallstent rx biliary stent was used during a stenting procedure on a(B)(6) year old female patient (weight unk) on (B)(6) 2007. According to the complainant, the "patient had already been implanted with a duodenal stent product, manufacturer, and implant date unk. However, the biliary duct was occluded after a few weeks because the tumor grew really fast. Therefore, the physician tried to implant a biliary wallstent through the cell of the duodenal stent. On the next day (B)(6) 2007 when the physician followed up with the patient, he found that the stent had migrated to the upper biliary duct "visible on x-ray, and it was not at the stricture position." The patient was "stable" following the event. The physician planned to implant another wallstent rx biliary stent "during that week", but it is not known if this occurred.

Manufacturer narrative:
Additional information received from the complainant revealed that the physician had "plan(n)ed to implant another stent at first, but after a few days, the patient's condition wasn't good (the patient had peritonitis and fever). Therefore the patient was sent to the or to have the migrated stent removed. "No further complications were reported ant the patient was checked out of the hospital after surgery." Two device history record (DHR) for the pertinent lot was reviewed, no anomalies were noted. A search of the complaint database revealed no additional complaints recorded for this lot. (B)(4).

Event description:
Since the initial report was filed, the device history record has been reviewed and a search of the complaint database (for similar complaints) has been completed. Results are summarized in evaluation summary.